Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient underwent photorefractive keratectomy in the right eye but the left eye treatment was performed on the eye. It was noted that time out verification of the treatment plan was not performed. This was identified while transitioning to the left eye and the proper treatment was performed on the left eye. It was calculated that the right eye treatment will result in an approximate +2.25 spherical equivalent outcome but the patient is not being followed by the surgeon and postoperative data is not available.

Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to event date. Review of the logfile for the day of treatment shows during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows successfully performed treatments. The user performed an energy checks before this patient. The energy was stable during the whole day. The treatment could be identified in logfile. After the left eye's treatment, the customer treated the right eye successfully without interruption or other issues. No warning message due to wrong bed position occurred before laser fired. No technical abnormalities or deviations can be detected in the logfiles, which can contribute to reported issue. Cas (clinical application specialist) review has been performed and resulted in the following conclusion: review of the treatment report for this patient shows that there are two treatments for os (left eye) and one treatment for od (right eye). The user realized the error after completing the treatment and planned a new od treatment. Then the second os was treated. The root cause could be determined as user error. The manufacturer internal reference number is: (B)(4).